Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot # unknown. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling. Keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer's mother called in reporting an incident where her son received a "hi" blood glucose reading ". A couple of weeks ago..." And they brought him to the emergency room due to concern over his bg level. Consumer was unable to verify if he still had the test strips in question or not. There is a possibility that the consumer used one (1) of the three (3) vials of expired test strips on hand which were all recalled in 2013 because one of the three vials was opened. According to the consumer, he was not treated in any way at the hospital and was released shortly thereafter. Consumer has not used the meter or ts in question or tested his blood glucose at all since the incident.

Manufacturer narrative:
Complaint could not be confirmed. The consumer did not return the test strips in question. Failure analysis of the returned nova max blood glucose meter revealed the device to be within product specification no performance failure was found. Although the complainant did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Use of the consumer nova max plus device and the qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.